Event description:
It was reported that the system was removed due to infection. Upon extraction of the lead an insulation break was noted and the inner cable was out of the lead body.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found outer insulation abrasions between 12.0 and 14.0cm from the connector pin, consistent with friction to the ICD can. The ptfe insulation of the sensing cables was abraded and the metal wires were exposed at the same area. Also, inside-out abrasions between 40.3cm, 41.0cm, and 44.0cm from the connector pin was found.